Event description:
The customer reported to olympus, the high definition camera head encountered communication error when plugged in. The issue was found during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was found to be caused by a faulty charged coupled device (ccd). Additionally, a cracked cable was also found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: "should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 14. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.